Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening linear on the radius and wear abrasion. Leak test and microscopic analysis was performed which identified: one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.